Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the nozzle was blocked, and the angulation was insufficient and needs adjustment. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis lucera elite colonovideoscope angulation malfunctioned. The procedure was completed with a similar device. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled with insufficient and incorrect reprocessing scope used during procedure. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: e1 (province). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of this suggested phenomenon was presumed to be an accessory of the device (water container, air/water valve, etc.) Used with the subject device was damaged, and a broken piece entered into the air/water channel. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Inspection of ancillary equipment inspect the following equipment as described in their respective instruction manuals. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter after each patient procedure. Troubleshooting the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.